Event description:
It was reported that during an unknown procedure the titanium tip was broken. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.